Manufacturer narrative:
(B)(4). It is reported that the patient died. The pharmacist and doctor confirm that the device failure is non-contributory to the patient death.

Event description:
The customer reports damage of the swg (spring wire guide) during attempt to remove it after catheter placement. The central core wire was removed without resistance and problems from the catheter. The spring coil stayed in a catheter. The user removed it as soon as possible.

Manufacturer narrative:
(B)(4). The customer returned one guide wire and one lidstock for evaluation. Visual examination revealed the guide wire was unraveled from the presumed proximal welds and the coil wire was separated. The core wire point of separation appeared pinched and rounded. The point of separation on the coil wire appeared very smooth, indicating contact with sharps or excessive force. The outer diameter of the guide wire was measured and was found to be within specification. The length of the guide wire could not be obtained as the wire was separated, unraveled, and lengthened. Dimensional inspection of the catheter could not be performed as the catheter was not returned. A manual tug test confirmed the presumed distal weld was fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter simultaneously. Use of excessive force may damage catheter or spring-wire guide." (Con't) other remarks: the report that the guide wire was unraveled and separated was confirmed by complaint investigation. The guide wire was broken adjacent to the proximal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 1.1 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports damage of the swg (spring wire guide) during attempt to remove it after catheter placement. The central core wire was removed without resistance and problems from the catheter. The spring coil stayed in a catheter. The user removed it as soon as possible.